Event description:
It was reported that pump experienced malfunction alarm with malfunction code. There was no reported impact to the customer¿s blood glucose level. Caller had no backup insulin therapy available and planned to contact healthcare provider, while technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Technical support arranged shipment of replacement pump with updated software.